Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4) study. It was reported patient underwent a right total hip arthroplasty on (B)(6) 2008. During post operative monitoring and testing, adverse reaction to metal debris and mixed synovial fluid in communication with a joint effusion were noted. The fluid measured 60.1 x 75.0 x 54.0 x 1.3 on the posterior lateral. These findings were found due to follow up testing, there were no symptoms reported by the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2013-05973 / 05976).